Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction could not be evaluated due to a different issue that was identified (usb communications inoperable).

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received intermittent power source alerts after plugging the pump into a wall outlet for the past month. In addition, the customer received multiple temperature alarms while charging the pump. The customer's blood glucose (bg) level was 287 (mg/dl). A correction bolus was delivered to address bg level. Reportedly the customer would continue to use the pump for insulin therapy.